Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) failed sensing testing. The epg passed all incoming functional testing. It was indicated that the output connector assembly and other external components were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed sensing testing. The epg was returned for service. There was no patient involvement.